Event description:
It was reported to medtronic minimed that the customer's pump was not turning back on. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer stated that the display did not return after inserting a new battery and was advised to revert to a backup plan per healthcare professional instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current measurement, sleep current measurement and self test. No unexpected pump error followed by a blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: pump error 15 alarm (line number: 442, file number: 38) on (B)(6) 2025 at 09:03:09.000. Pump error 23 alarm on (B)(6) 2025 at 09:03:11.000. Pump error 53 alarm (file number: 709, line number: 1216) on (B)(6) 2025 at 10:54:05.000. Failed batt/battery failed alarm on (B)(6) 2025 at 10:54:08.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, force sensor and the battery tube connector plugged in properly to j7/pcb 1. The sc1 cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: scratched case. Unexpected pump error followed by blank display not confirmed. However, pump error 15, 23 and 53 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.